Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope biopsy tube port and suction channel was blocked by foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3, h6.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.based on the results of the investigation, it was confirmed that a foreign object was attached to the suction channel, but it was not possible to identify the object. It is likely that foreign matter may have remained because the handling (reprocessing) deviated from the instruction manual. No physical damage was found in the area where the foreign object remained.the event can be detected/prevented by following the instructions for use:instructions states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection.instructions states the preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope.olympus will continue to monitor field performance for this device.